Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) value of 30 mg/dl. Reportedly, ¿various basal amounts were delivered¿. Tandem technical support confirmed an additional basal delivery had been delivered. Customer consumed carbohydrates to address low bg. Multiple attempts were made to follow up with the customer; however, no response was received.